Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4)

Event description:
This is from literature source. It was reported that a patient - a (B)(6) -year-old boy with a traumatic defect on his forehead who underwent 2-stage cosmetic reconstruction with tissue expanders (two 100-ml crescent-type tissue expanders (mentor (B)(4)) suffered the failure of the leaked tissue expander which required overexpanded the remaining expander for 1 additional week with 20 ml. Finally, the remnant expander was overexpanded to 240 ml in the second stage of the surgical procedure under general anesthesia, a temporary skin graft was removed. Title:¿successful treatment of large forehead defect after the failure of tissue expansion: changing plan and strategy." The purpose of this study is to report the successful treatment of a large forehead defect using an overexpansion technique and local flap coverage, which was an alternative method we performed after tissue expander failure. The article received december 10, 2010. Mentor tissue expanders were used in this study, however catalog and lot number were unknown.